Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing incision was being irritated under the lifevest equipment. Patient described the area as red but not bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed antibiotics and placed medical grade gauze over the incision. Follow up indicated that the irritation improved.